Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One used sample was received at the plant for evaluation. The reported condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review cannot be performed since a lot number was not provided. If additional information becomes available, a follow-up report will be submitted.

Event description:
Customer called to report one (1) buretrol IV solution administration set found leaking solution into buretrol chamber despite the roller clamp being shut during patient use. There was patient involvement however no injury reported associated to this issue.